Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced ring around the source of light at night and had a piercing sense and heaviness in the eye. The patient was unable to keep the eye open continuously and sometime loses vision for the fraction of time. Additional information was received stating the patient had experienced headache and felt something was preventing the vision like a membrane in the eye. Additional information received and stated that, the physician have assured no foreign particle in the eye.